Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:57:25. During night drain cycle four, the patient's ultrafiltration reading was 1231ml, indicating the home patient drained 1231ml more than their maximum programmed fill volume of 1700ml. No additional information was available.

Manufacturer narrative:
(B)(4). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The reported iipv was identified in the event history log review but no nonconforming product was found related to the related problem. The service history review revealed no previous service events that would cause or contribute to the reported problem. The cause was one or more cycle advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.